Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a perforation occurred. A left atrial appendage (laa) closure procedure was being performed. They performed the trans-septal puncture with a non-bsc trans-eptal sheath and non-bsc radiofrequency needle. As they were crossing the septum, the trans-septal needle slid into the patent foramen ovale (pfo) channel then into the aorta and perforated the aorta. They didn't notice it at the time. They removed the trans-septal system and advanced a watchman® access system into the la and that is when they noticed the small perforation posterior to the aorta near the level of the aortic root, non-coronary cusp. It had a maximum size of 1.6 cm. Heparin was reversed and the area in question coagulated and clotted off. The patient was stable throughout the procedure. They performed a computed tomography (CT) scan immediately after the procedure and it showed the perforation did not increase. No surgery was required. A follow up CT was performed and was reported as ok. The patient was asymptomatic throughout post care and was discharged the following day.